Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, episodes of noise were noted on the right atrial (ra) lead. Technical support was contacted and suspected emi. No intervention has been performed at this time. The patient was stable and will continue to be monitored.